Event description:
It was reported that there were high impedances. Impedances were greater than 10,000 on electrodes 0, 1, 2, 4, 6 and 7. A revision was required as a result, but had not been scheduled yet. Impedance testing and reprogramming was done. The issue was not resolved and the cause of the issue was not determined. Patient was alive with no injury. Symptom associated with the event was less than 50% therapy relief at an unknown location. Patient had noticed a loss of stimulation about 2-3 months prior to this report but had just told the healthcare professional on the date of this report. Additional information received reported that the revision had not been scheduled yet. Additional information was requested, but had not been received as of the date of this report.

Event description:
Additional information received reported that during the revision procedure, the healthcare provider (hcp) had stated that it had looked like there was a cut on the lead itself.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the revision was scheduled for september 3rd. The manufacturer representative would update again once the revision was complete.

Event description:
Additional information received reported that the revision had been done "last week." During the revision the percutaneous lead was removed and a new one was implanted. The patient was getting good coverage and was happy with the therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).